Event description:
The customer reported cracks on the insulin pump, including one on the lcd screen, with no significant events transpiring beforehand. The customer reported the insulin pump was not working as designed, and was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 103 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No belt clip slot or holster was received with the insulin pump and no cracks were noted on the display window. However, the insulin pump had a scratched display window, cracked battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.